Manufacturer narrative:
If explanted, give date: not applicable, lens remains implanted in the eye. Telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into patient's left eye. However, during the post-operative 1 week visit, it was identified that there was an axis change of greater than 10 degrees from the intended iol axis. At the time of implantation, the axis direction of the lens was 172 degrees and it is oriented now at 4 degrees. No visual issues faced by the patient was reported. The pre-operative visual acuity was bcdva0.32 and the post-operative visual acuity was: bcdva1.0-1 ucdva0.8-1 uciva1.0-2 dciva1.0-1 ucnva0.5-1 dcnva0.63-1. No intervention was planned till date. The patient is scheduled for a 3 month post-operative visit. The lens remains implanted. No other information was provided. Following are the abbreviations used above: bcdva stands for best corrected distance visual acuity, ucdva stands for uncorrected distance visual acuity, uciva stands for uncorrected intermediate visual acuity, dciva stands for distance corrected intermediate visual acuity, ucnva stands for uncorrected near visual acuity, dcnva stands for distance corrected near visual acuity.